Event description:
Additional information received reported the date of onset/diagnosis of the infection was 2015-(B)(6). The culture of the device pocket was done, but the type of organism cultured was unknown. The entire system was removed from the patient and the drainage had stopped. The patient was given antibiotics for seven days after the surgery and the infection had resolved.

Event description:
It was reported that the patient had gotten an infection with drainage at the implant site of the implantable neurostimulator (ins) with an open wound. The patient was alive with no injury. The infection was at the pocket, there was an incisional wound opening and it was unknown if a culture was taken but antibiotic treatment was necessary. The devices were explanted and would be replaced in the future. There was no alleged product issue. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0huz6, explanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type extension; product ID 3387s-40, lot # va0huz6, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow-up from a manufacturer representative (rep) reported that the explant date was (B)(6) 2015 instead of the previously reported date of (B)(6) 2015. It was not clear which date was correct.